Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed, and no physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified, therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. It was indicated that the customer was treated with juice, sugar, and/or food by a third-party. No further details were provided. There was no report of death or permanent injury associated with this event.